Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Mouth bleeding [mouth haemorrhage]. Pinched mouth [mouth injury]. Head broke on brushhead [device breakage]. Brushhead broke and pinched mouth causing bleeding [injury associated with device]. Case description: a (B)(6) adult male reported that the head of his oral-b brushhead, version unknown, used with an oral-b rechargeable toothbrush, version unknown, broke. He stated that it was okay for several days and then it pinched and caused his mouth to bleed before he had ascertained the cause. He stated that this particular brushhead was one of a 4 pack, and the other ones had yet to be used. The case outcome was unknown. No further information was provided.